Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported. At the time, the product remained in service. Subsequently, the device was re-analyzed several times and new 90-day safety windows were given each time. Additional information reported the physician eventually decided to replace the device. As result, the patient under a surgery wherein the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields.

Manufacturer narrative:
This supplemental report is being submitted to update the b5. Adverse event or product problem and h. Device manufacturers only fields. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No additional adverse patient effects were reported. At the time, the product remained in service. Subsequently, the device was re-analyzed several times and new 90-day safety windows were given each time. Additional information reported the physician eventually decided to replace the device. As result, the patient under a surgery wherein the pacemaker was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned.